Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
According to reporter, site did not adhere upon application. Blood glucose level increased as a result of this event. No adverse health outcome reported.